Manufacturer narrative:
The baerveldt shunt was implanted in the patient right eye rather than left eye that was reported initially. Date of the event: (B)(6) 2013. If implanted give date (B)(6) 2013. The baerveldt shunt remains implanted hence explant date is not applicable. Manufacturer report number: the correct manufacturer report registration number is: (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that after implanting a baerveldt shunt into the patient's left eye, the patient experienced endophthalmitis. Additional information from the surgeon was received stating that the endophthalmitis has largely resolved after topical steroids. No further information was received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device history records (DHR) verification was performed for the associated serial number. There were no associated nonconformity material reports with respect to order number. Review of the sterilization records revealed no deviations for this order number. Results of environmental control of the period reported no deviations within this order number. Based on the manufacturing record review and historical review, no deviations were found during this investigation. All pertinent information available to the manufacturer has been submitted.